Event description:
It was reported to boston scientific corporation that an obtryx halo system was used during the insertion of a transobturator tape procedure. According to the complainant, during the procedure, the association loop "broke off". The complainant was unable to report if the association loop split in half or if any portion of it detached from the device. A standard suture was used to attach the sling back to the delivery needle in order to complete the procedure with the same device. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable". Several attempts at follow up have been unsuccessful.

Event description:
The customer stated a patient generated a value of <0.50 ng/ml on the architect cea assay. The sample was retested twice yielding values of 47.1 and 46.9 ng/ml. The patient's previous cea result was 34.9 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Device history record review performed for reagent lot 74452lf00; refer to investigation below. Based on an assessment by the field service engineers, the issue of aberrant low results for architect cea is not directly cea reagent related but involves interaction of instrument with reagent. Review of the customer's instrument output data for the aberrant low results they obtained shows the issue is related to the cmia reaction ("chemistry" errors). Potentially the cea assay is more sensitive to specific instrument issues because it is a low volume assay. In addition the cea assay is also sensitive to sample preparation and agitation between preparation and presentation to the instrument. Abbott recommended that a new slope score pressure monitoring option software upgrade be installed on the customer's instruments. This is a pressure monitoring check that is intended to more closely scrutinize sample quality so that smaller bits of particulate or fibrin can be detected and only higher quality samples are presented for analysis. From the cea reagent perspective, a review was carried out of the testing performed prior to approving lot 74452lf00 of reagent for sale. No issues were identified related to the customer's complaint that indicate there is a product deficiency. An additional review of in-house release testing data for architect cea from (B)(4) 2009 to date confirmed that this issue of low fliers has not been observed on site. Review of our 2009 complaints shows there are no other complaints of a similar nature i.e. Discrepant low flyer results, registered for the architect cea assay. The current complaint is the only complaint registered for lot 74452lf00 to date. Based on our investigation, it was determined that the reagent lot number 74452lf00 is performing within its intended use, specification and label claim. No deficiency with the product was determined and no additional issues were identified during the investigation of this complaint.

Manufacturer narrative:
(B) (4) (B) (4), architect cea.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.